Event description:
Clinician claims the unit gave an unusual smell, like burning, and then they heard a pop. Biomedical tech confirmed that the circuit breaker had been tripped. Biomedical tech was questioning whether or not he could unload the power supply and power up the unit.